Manufacturer narrative:
Patient's weight is unknown. Device evaluation results are not available. When the analysis is complete, a supplemental report will be submitted.

Event description:
Per complaint (B)(4), during clinical procedure, patient experienced lack of primary stability.

Manufacturer narrative:
Follow-up submitted to report device evaluation. Updated report submission date and report device evaluation results. Updated device return date, follow-up report submitter, awareness date and report type and follow-up number. Updated follow-up type, device evaluation status and method, result and conclusion codes.